Manufacturer narrative:
On january 15, 2021, device evaluation was completed. Device evaluation summary: upon visual evaluation of the images provided in the complaint, it was noted that the tip was missing. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. On january 15, 2021, mentor became aware that lot number was provided in a photo but was inadvertently not reported under previous initial submission. Field d6 for lot number has been correctly updated to "17011803" on this form. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4). Lot number was provided in a photo but was inadvertently not reported under previous initial submission.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that the tip was missing while cleaning hunstad 12ga x 23cm infiltration cannula but do no know for how long it was off. The device was not used on the patient.